Event description:
Pt was to undergo a right lower extremity greater saphenous vein endovenous closure related to superficial venous insufficiency. The vascular surgeon utilized a clarivein catheter for this procedure. During the procedure (catheter already inserted), the pt suddenly complained of sharp pain to the rle. Ultrasound visualization revealed the tip of the clarivein catheter had punctured through the vein and was bound up in a tortuous fashion. The surgeon then made multiple attempts to manipulate the catheter to remove it, but it was stuck. In order to safely remove the catheter, a cut down was done. The catheter was ultimately successfully and completely removed. There was no injury to the pt or prolonged hospitalization. This product issue did require a more invasive approach to remove the stuck catheter and complete the originally planned procedure. Diagnosis or reason for use: right lower extremity gaut saphenous vein endovenous closure. Event abated afer use stopped or dose reduced: yes.